Event description:
It was reported that the patient's catheter "broke" and subsequently caused an infection in the patient. The pump and catheter were removed in (B) (6) 2009. The patient desired a new pump.

Manufacturer narrative:
(B) (4).